Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy procedure, the pt who had been biopsied on october 1 was diagnosed as possibly having a contact dermatitis caused by the metal of the device. The marker is going to be removed from the pt with mammotome.